Event description:
It was reported that the patient presented for implant procedure. During the procedure after the implantable cardioverter defibrillator (ICD) was implanted, it was noted that there was low atrial pacing impedance. Therefore, the physician elected to remove the ICD and replace it with another. The impedance values were normal on the replacement. The patient condition was stable.

Manufacturer narrative:
The reported event of low pacing impedance was confirmed in the lab. The battery was above elective replacement (eri) upon receipt. Lab testing showed the impedance measurements from the atrial chamber were <100 ohms. X-ray inspection showed no anomalies. Further analysis of the device in the lab showed the cause of the low impedance measurement was due to electrical component anomaly.